Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that application version 2.1 could not be installed on the system. Multiple disk sets were used with no effect. One disk set accepted the first disk but not the second. It was additionally reported that multiple unexpected icons, including an icon stating "boot", and a separate cd rom icon, were displayed on the main page in 'stealthadmin'. The manufacturer representative (rep) performed a hard reboot of the system and the system displayed lines of linux commands with multiple failures noting "bug soft lockup...cpu stuck". There was no patient involvement. There was troubleshooting present. It was reported that a hard reboot was performed with no effect. The system displayed the grub menu and more linux commands stating "failed to start pulse audio", "bug soft lockup...cpustuck". The system was rebooted again and the solid-state drive (ssd) was reseated into the top slot and the system then booted without issue. Disk 1 was able to be installed. Disk 2, however, threw multiple error messages stating it could not be read. After hitting "retry" multiple times, it began reading. Additionally, after blowing on the cd and cd player multiple times, the rep was able to upload application version 2.1 to the system and ran the "siu".

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: UDI#: h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 h6) multiple annex a codes were submitted for the event. Annex a code, a1102, applies to rfrs nav4123 and nav4123 while annex a code, a23, applies to rfr nav3308. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The software was functioning as designed. H6: additional review indicated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, serial/lot #: unknown, ubd:- , UDI#:- h2) please see section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.